Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to implant, data could not be read from the device. The programmer was tried on other devices and was used successfully. After a while, the device was interrogated again and the device was now found to be at eri (elective replacement indicator). The device was not used. There was no apparent patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.